Manufacturer narrative:
(B)(4). Customer stated that the product will be returned after a 30 day hold. A follow up report will be submitted with failure investigation results should the device be received as expected for evaluation.

Event description:
Customer reported that a leak occurred at the connection site. The leak occurred from the end that attached to the IV tubing, not the end that attaches to the IV. The customer reported that it does not happen every time. Also, it can be difficult to remove the extension set from the IV tubing requiring a new tubing set when you have to replace the extension. There was no pt harm, but there was a concern that a body fluid exposure could result, if blood back flows to this area. The customer stated that no further pt or event details are available at this time.